Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester went to turn off the hemopro activation toggle switch, but the jaws would not open or release the vessel. This caused the device to continue delivering energy and the jaws became red hot. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigations results: the visual inspection showed that the silicone jaw boots were burnt and melted. The jaws were tested for mechanical functionality and the jaws opened and closed by toggle activation without non-conformities. The resistance measurement test was conducted and the results suggests that the micro switch is stuck in the open position with the toggle not activated. Further investigation discovered that upon power switch activation on the power supply, the device immediately self activated without the toggle switch on hemopro handle being activated. The reported complaint is confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint. (B) (4).